Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements. Additional information obtained from the field which indicated that the lead was found out to be in the coronary sinus branch, thus, there was evidence of lead dislodgement. The lead was surgically abandoned. No additional adverse patient effects were reported.